Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Implant and explant occurred between (B)(6) 2015. Save to disk does not include data pertaining to this device, therefore no anomalies were found. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead threshold and impedance looked different than the physician expected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.